Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low readings from the adc device compared to readings from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms; however, they contacted a healthcare professional (hcp) to verify the readings. Upon arrival, the hcp measured the customer's blood glucose and provided unspecifed treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.